Event description:
The report stated that after 1 minute of a radio frequency ablation, the pt complained the pad was hot. The surgeon removed the pad and noticed the pt had a burn on the skin around where the connector of the pad touched on the thigh. The burn was 1cm x 2cm in size and a 2nd or 3rd degree burn which was treated with ointment. The procedure was continued by re-positioning the pad and completed without any further problems. The pad was initially put on upper thighs and then moved to inner thighs to avoid the burned site. The generator was set at 40 watts.

Manufacturer narrative:
Dgphp site burns can be the result of a number of causes including placement, duration of treatment and power settings, pt condition, and potentially by failure of the dispersive electrode to perform as intended. One of the causes of burns is poor dgphp placement. As noted above, proper placement of the dgphp and ensuring good contact throughout the procedure (especially if the pt is repositioned) are critical components to avoiding burns. This is covered in detail in our IFU. Furthermore, we are aware that some customers reuse pads even though they are clearly labeled as single use devices. Reused dispersive electrodes can dry out and be a source for burns because they do not conduct electrical current properly. In this particular investigation, a stress fracture in the foil at the tab end of the electrode was noted and could have contributed to the reported event. A failure analysis into the occurrence of stress fractures found that they could be induced by manipulation of the tab during assembly, application to the pt and removal from the pt. Additionally, a device that has been reused and subjected to multiple manipulations has a much greater chance of incurring a stress fracture. We are closely monitoring the incidence rate of dispersive electrode burns. The rate of burns for valleylab dgphp dispersive electrodes continues to be lower than the overall rate of radio frequency ablation dispersive electrode burns as sited in current medical literature. Continuous improvement efforts are on-going to ensure that customers are properly trained and our IFU clearly illustrates the proper placement of the dispersive electrodes. We also reinforce the importance of not reusing these single use devices to the customer whenever the opportunity arises. Additionally, in march 2007 mfg improvements were implemented to reduce the possibility of stress fractures.